Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced hypoglycemia followed by hyperglycemia after announcing an incorrect meal type and timing while using a dexcom g7, with glucose decreasing to 42 mg/dl after soup and salad, then rising to a peak of 278 mg/dl after additional food intake and subsequently trending back toward range; education on appropriate meal announcement was provided. Symptoms included hypoglycemia and hyperglycemia without loss of consciousness, dka, or other acute sequelae. Outcomes included transient excursion outside the target range without medical intervention or hospitalization. Investigation included user interview and troubleshooting with education regarding correct meal announcement timing and selection. Investigation of this case revealed use error related to incorrect meal announcement leading to mismatched insulin delivery and subsequent glucose excursions; no device malfunction was reported or observed. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal announcement.